Event description:
The pt called lfs and alleged that the meter would not power on. The pt was able to test on the day before the event. Pt did not state what their readings were but reported feeling "pretty rough." The pt was able test on another meter and obtained a result of 431 mg/dl. The pt was treated with insulin. It is most likely that the result of 431 mg/dl was taken on the medical professional's meter and pt received the treatment following the result. It would have been helpful to know the pt's medication regimen and if the pt attempted to test on the day of the event. The pt was using the correct test strips and they were in good condition. The batteries were correctly installed, the battery contacts were in good condition, and the battery was replaced less than 1 years ago. Based on the information provided, there is evidence of a meter malfunction. There is also evidence that the meter might have contributed to the serious injury. The pt was symptomatic and was unable to obtain a result, which may have delayed appropriate treatment. Medical affairs attempted unsuccessfully to reach the pt for more clinical information. A letter is being sent as a second attempt to obtain more information. A replacement meter has been sent to the pt.